Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead helix would shoot out after more than twenty turns and did not extend as expected. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.